Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone all that the insulin pump could not exit the rewind and prime loop. They repeated the process. The piston started to push the insulin through but it did not stop. There was also no second round of numbers and no beeps. Their blood glucose level was 123 mg/dl. They were advised to discontinue use of the insulin pump. The device will not return for analysis.